Manufacturer narrative:
The monopolar curved scissors (mcs) was found to have a broken grip cable at the grip hub location. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection did not find any abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the monopolar curved scissors instrument had a broken cable. There was no allegation of fragment falling into the patient. The cable was broken during the surgery. The procedure was converted to open surgery with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the procedure was converted to open due to intra operative complication and it was not related to the system. The surgeon did not know what caused or contributed to the complication. The reporter did not know what medical intervention was performed in response to the complication. The reporter does not know if the patient tolerated the change to open surgery or if there was any injury to the patient. There was no system/device malfunction prior to procedure conversion. The reporter does not know if there were any post-operative complications. There was no video recording of the procedure that was recorded.